Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Review of device history review and device service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an inquiry by the registered nurse, it was reported that the home patient (hp) was feeling bloated and had a manual drain of approximately 4000 ml with a largest prescribed fill volume of 2000 ml, indicating increased intra-peritoneal volume, while using a homechoice (hc) machine. The hp had performed a manual exchange of 2000 ml and only drained 28 ml in the initial drain. The hp then filled with 2000 ml during fill one of four and then did the manual drain during dwell one of four. The hp was able to continue with therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.